Event description:
A caller reported that the quick bolus and wake button on their pump was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact on the customer¿s blood glucose level as readings remained within normal range. The customer continued to use the pump for insulin therapy.